Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified device performance issues. Blood was observed in the right cylinder due to a hole. The cylinders and pump were replaced and connected to the previous reservoir. There were no patient complications in relation to this event.